Manufacturer narrative:
Analysis of sc-1110-02 (B)(4) revealed the complaint was confirmed. Device communication could not be established. It was determined that flash data of the device was corrupted, which caused the device to get stuck in a boot loop. After re-flashing the code, the ipg exhibited 1070 message. The device data was not retrieved due to the error condition. The evidence indicated that the ipg memory content had been corrupted by unknown source.

Event description:
A report was received that the ipg was not working. The patient was unable to fully charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the ipg was not working. The patient was unable to fully charge the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the ipg was not working. The patient was unable to fully charge the ipg. The patient will undergo an ipg replacement procedure.